Event description:
Baxter reported an infusion pump that failed at the facility while infusing adrenalin. The facility's manager of the intensive care unit ICU) reported the pump was being used on a pt and was infusing on all three channels. Channel a was infusing adrenalin. Reportedly without any warning, channel a went into failure. This event resulted in "the pt nearly passing away due to the adrenalin not infusiing a few minutes, while the healthcare staff was rushing to find another pump". Tubing was then taken out of the defective pump and placed into another pump. The defective pump remained in use until 2005 "as the other 2 channels were still working and the pt was too unstable. The pt is still in a critical condition in the ICU". Reportedly, medical intervention was required, however, it was not specified. Despite baxters efforts to obtain additional information from the reporting facility, details were not available regarding pt's demographics, diagnosis and status, pt injury medical intervention, rate of adrenalin and other medications involved, and set up of the infusion device.